Event description:
Hip revision surgery due to recurrent dislocation of the femoral head (product code 5010.42.322, lot 1581090) and subsidence of the femoral stem (product code 4251.20.120, lot 1510295) occurred on (B)(6), 2019. According to the information received, the repeated dislocations were likely caused by the subsidence of the femoral stem. The previous surgery took place on (B)(6), 2015, when the femoral stem and the femoral head had been implanted in combination with a delta tt acetabular cup (product code 5552.15.600) and a delta liner (product code 5885.51.160). During the revision surgery performed on (B)(6), 2019, the femoral stem and the femoral head were replaced with components from a different manufacturer and the liner originally implanted was replaced with a protruded one (product code 5886.51.260). According to the information received, the hip had been successfully reduced (under psa) on (B)(6), 2015, (B)(6), 2018 and (B)(6), 2019. Patient data: male, 61 years old, 94 kg, 180 cm. Initial diagnosis: coxarthrosis. Medical history: obstructive sleep apnea, hernia diaphragmatica. Note: the suspected component was changed from the femoral head to the femoral stem, as the complaint source reported the stem subsidence as probable cause of the dislocation. Event occured in netherlands.

Manufacturer narrative:
Device history records check: the dhrs of the components involved were checked with the following results: - no pre-existing anomaly was detected on a total of n.30 femoral stems placed on the market with lot# 1510295; - no pre-existing anomaly was detected on a total of n.85 heads placed on the market with lot# 1581090. We can therefore state that the involved components had been manufactured up to drawings specification. Moreover, according to our records, at least 28 femoral stems with lot# 1510295 and 74 femoral heads with lot# 1581090 have already been implanted and this is the first and only complaint received on them. Explanted component analysis: the explanted components were not available to be returned to limacorporate for investigation, thus no specific analysis could have been performed on them. X-rays analysis: x-rays taken on the following dates were provided by the complaint source: (B)(6). All the available images were sent to our medical consultant for a clinical evaluation. His statement is reported below: "I only see a series of dislocations and reductions over the years. The original implants appear implanted acceptable; only the stem has been set a bit too much distally and the cup appears a bit retroverted in my impression, possibly facilitating posterior dislocation. I cannot identify significant subsidence of the stem but probably it indeed was loose before the last intervention, as it has been replaced by a cemented stem with improved placement. I believe reorientation of the cup would have been advisable as well but this decision depends from the intraoperative finding. For sure the implants themselves cannot be blamed, initial surgical mis-placement may be discussed." In conclusion, after the investigations performed, we can state that: - based on the dhrs check, the components had been manufactured compliant to specifications; - based upon the analysis of the available x-rays, our medical consultant suggested that the incident is not related to the implant; - the involved components were not available to be sent to limacorporate for analysis, thus no further analysis is possible. Therefore, as it is impossible to determine with certanty the root cause of the femoral stem subsidence and joint dislocation reported, this event cannot be classified as product-related. Pms data: based on limacorporate pms data, revision rate of h max s stems due to subsidence is: (B)(4). None of the events we could already investigate was classified as product related. No specific corrective action needed for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Manufacturer narrative:
The dhrs of the components involved were checked with the following results: no pre-existing anomaly was detected on the 30 stems placed on the market with lot# 1510295; no pre-existing anomaly was detected on the 85 heads placed on the market with lot # 1581090. This is the first and only complaint received on these lot#s (1510295, 1581090). We will submit the final MDR as soon as the investigation will be completed.

Event description:
Hip revision surgery due to recurrent dislocation of the femoral head (code 501042322 lot 1581090) and subsidence of the stem (code 425120120 lot 1510295) occurred on (B)(6) 2019. Previous surgery took place on (B)(6) 2015. According to the information received, the hip had been successfully relocated on (B)(6) 2015, (B)(6) 2018 and (B)(6) 2019. Patient data: male, (B)(6), 180 cm. Event occurred in (B)(6).